Event description:
It was reported to philips that system failed to power on due to mpdu fuse and resistor damage on a allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service planned to replace the mpdu control unit, restoring the system temporarily. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).